Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged malfunction and unexpected shutdown issues could not be verified.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump could not be charged and shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in the 200 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.